Manufacturer narrative:
The issue was resolved by the service actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not find a cause. He cleaned the sipper solenoid valve assembly, flushed the ise flow path and performed ise checks, calibration, quality control, and precision. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The sample was repeated after the results failed a delta check. The initial sodium result was 130 mmol/l and the repeat result was 122 mmol/l. The questionable result was reported outside of the laboratory. The sodium electrode lot number was j48 with an expiration date of 18-oct-2021.